Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the infusion was unable to be turned on. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that they could not press the button to turn on the infusion with the system. The customer has been contacted for additional information; however, no further information has been received. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss assisted the customer and the system was restarted and re-primed, but the issue remained. The tss then had the customer recalibrate the touchscreen and the issue was resolved. The customer did not request service. The system was manufactured on june 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).